Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013 the dr of a (B)(6) male pt contacted a zoll territory mgr to report that the pt had a severe skin condition under the back therapy electrode (te) that had open wounds and bleeding. During a follow up with the pt on (B)(6) 2013 a zoll pt service rep (psr) reported that the pt had an abrasion near the vibration box, caused by the movement of the box against the skin. The psr stated the abrasion was not under the electrodes and recommended the pt use a bandaid over the wound. The pt continued to wear the life vest. It is unk if the pt required med intervention. The clinical outcome of the irritation and bleeding is unk.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.